Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section g3 (date received by manufacturer) was incorrectly reported in the initial MDR and has been corrected to reflect the accurate date the manufacturer became aware of the event. Based on this correction, the initial MDR was not submitted within the required reporting timeframe. This report is being updated to ensure accurate documentation of the event and associated timelines.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance, during which a crack was identified on the blue retainer. The blue retainer was replaced, after which the controller was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.